Manufacturer narrative:
26-may-2021 product investigation results: product return was received and investigated. Product investigation results showed that complaint was caused due to improper consumer handling.

Event description:
Consumer e-mail stated the brush broke, causing the brush head to move and rotate while brushing. No injury was reported. Follow-up: consumer stated it was the base of the handle that broke in the head of the toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mail stated the brush broke, causing the brush head to move and rotate while brushing. No injury was reported. Follow-up: consumer stated it was the base of the handle that broke in the head of the toothbrush. No injury was reported.